Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of infrarenal abdominal aortic aneurysms in patients on unknown dates. It was reported on unknown dates post the index procedure the following adverse events were identified: aneurysm expansion, reintervention , rupture, stent graft infection and limb occlusion. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.